Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was not feeling stimulation sensation that she was supposed to and she had a constant burning sensation before and after urination. The patient mentioned that she thought it may be a bladder infection so she went to the doctor but the results showed that the patient did not have a bladder infection. The patient stated that she thought the stimulation may be too high so 3-4 days ago she turned stimulation don't to what her manufacturing representative had stimulation at when she last saw him. The patient stated she was just now (last night) starting to feel the tingling, but it was very faint. The patient confirmed her stimulation was still currently turned down to the decreased setting. Additional information was received. It was reported that the patient went to her health care professional on (B)(6) 2018 and their manufacturing representative changed it to program 3 and adjusted the stimulation so the patient could feel the pulses. The patient stated that the next day she felt a lot of burning again. The patient mentioned again that she had the fall and the operation, but again stated that she was told that could be a reason for the burning. There were no further symptoms or complications reported or anticipated.